Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). This complaint is being closed since after multiple attempts to retrieve the product, the product still hasn't been returned for evaluation. If and when the device in question is received, this file will be reopened and its contents made to reflect the results of the evaluation. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. A review into the depuy synthes mitek complaints system revealed one dissimilar complaint for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during an unspecified surgical procedure, it was observed that the white loop shortening suture on the rgdloop adjustable stand device broke when it was pulled into the femoral tunnel. According to the reporter, the surgeon cycled the graft thinking that loop would lock onto the button, however the graft came down. The surgeon used a fixed loop-rigidloop 20mm which was available in the set of implants available instead and only 10 minutes were wasted in the procedure. It was reported that proper storage has been maintained for the implant. There was no mismatch of tunnel and the graft pulled in with ease. There was no sharp object used with the loop and no damage was caused with any object to the loop. It was reported that the suture broke inside the femoral tunnel as it was being pulled using hands-rolled up sponge. It was reported that the tunnel length was 28mm with 8mm of diameter. It was reported that the implant was easily removable. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.